Event description:
Healthcare professional reported after injection with juvederm voluma xc in the marionette lines the patient developed swelling and a lump at the injection site. Patient was prescribed keflex.

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2014. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling and "a lump" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions; all the manufacturing steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.